Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken ventricular connector port. Analysis also noted that the atrial c onnector port was cracked, the attachment ring and cover were missing, and both bail covers were cracked. All broken parts were replaced and the device passed final functional and system tests. No other anomalies were found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) ventricular wire port was broken and was pushed into the case making it impossible to connect a cable. The programmer was returned for service. There was no patient involvement.